Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump overfed a patient and over delivered in each test they completed. It is unknown how much the pump overfed. There was no patient injury or medical intervention required. No further information is available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿that the enteral feeding pump overfed a patient and over delivered in each test they completed. It is unknown how much the pump overfed.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.